Event description:
It was reported that a malfunction occurred with the pump while the customer was at the beach in humid conditions. There was no information provided about any adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared.